Event description:
On (B)(6) 2025, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized for peritonitis. In additional follow-up, the pd nurse stated that on (B)(6) 2025 the patient experienced a fluid leak (involving the fresenius liberty cycler cassette. Subsequently, on (B)(6) 2025, the patient was hospitalized with symptoms of abdominal pain. The nurse reported that it is unknown if the patient had a pd culture obtained in the hospital. However, the nurse indicated that the patient was diagnosed with peritonitis, per her doctor. The patient is receiving antibiotic therapy in the hospital (details are unknown) for peritonitis. The patient remained hospitalized at the time follow-up was performed. The nurse attributed peritonitis to a fluid leak occurring on (B)(6) 2025.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler cassette and the patient¿s peritonitis event. The patient reportedly experienced a fluid leak prior to developing peritonitis. Based on the reported information, it cannot be determined what may have caused the leak to occur. However, peritonitis is a known risk when a fluid leak during pd therapy occurs with the fresenius liberty cycler cassette due to a breach in the sterile pd pathway. Therefore, the fresenius liberty select cycler/liberty cycler cassette cannot be excluded from the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 14/oct /2025, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized for peritonitis. In additional follow-up, the pd nurse stated that on (B)(6) 2025 the patient experienced a fluid leak (involving the fresenius liberty cycler cassette. Subsequently, on (B)(6) 2025, the patient was hospitalized with symptoms of abdominal pain. The nurse reported that it is unknown if the patient had a pd culture obtained in the hospital. However, the nurse indicated that the patient was diagnosed with peritonitis, per her doctor. The patient is receiving antibiotic therapy in the hospital (details are unknown) for peritonitis. The patient remained hospitalized at the time follow-up was performed. The nurse attributed peritonitis to a fluid leak occurring on (B)(6) 2025.